Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure twelve days later. According to the complainant, the device had a "bad wire." No patient complications were reported as a result of this event. There is no further information available regarding the event and the patient.

Manufacturer narrative:
The device was discarded by the user. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The june 2008 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome is included in the jagtome sphincterotome product family.